Event description:
The customer reported the ventilator is failing est. There was no pt involvement reported by the customer. The manufacturer's service technician was able to duplicate the customer reported problem. During repair of this unit, the service technician was able to duplicate the customer reported problem. During repair of this unit the service technician found that the unit is also failing with vent inop. Further troubleshooting found that the failure is intermittent. Per product support assistance the service technician replaced the main board, air motor controller board and air flow sensor as a precautionary measure. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na